Event description:
The MFR received info alleging the nurse call connector was faulty. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's interface board was replaced to address the issue. There was no pt harm or injury reported. The ventilator's primary alarms were found to audibly and visually alarm, as designed.